Event description:
Customer reported damage to pump housing specifically at the usb port and pins, which impacted the ability to charge the pump. There was no impact on the customer¿s blood glucose level as it remained below 500 mg/dl. Technical support agreed to replace the pump, and the customer planned to use multiple daily injections as a backup therapy. Instructions for returning the damaged pump, including entering storage mode and using a pre-paid label, were understood by the caller.